Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Investigation of the x-ray tube showed that bad vacuum conditions led to a strong arcing of the tube. This is caused by particulate impurities or gas within the tube insert when the tube insert vacuum is not maintained by regular xta usage. The tube was in operation for close to two years and a wear-out is in the normal range of the expected lifetime. In general, bad vacuum conditions have low significance in failure statistics. Secondly, investigation of the high tension cables showed strong arcing of the tube. This could potentially cause the temperature at the cable connectors to rise too high too quickly and result in cracks in the high tension cable plug material. The x-ray tube and high tension cables were replaced by the siemens service engineer and the system was returned to normal operation. No further errors have been reported. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a system malfunction occurred while operating the artis one system. During an interventional cardiology procedure, the user reported that the system reported a "cracking voice", image loss and a radiation below 5% display message. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.